Event description:
While transferring patient to wheelchair with arjo lift, sling snapped. Patient's head went toward floor but nurse supported it with their knees while 3 other staff members lowered hoyer lift to lowest position. Patient was then gently lowered to floor and then lifted onto bed. No patient injury due to recovery efforts of staff.